Manufacturer narrative:
The field service engineer could not determine a cause for the issue. The customer performed an ise system wash. The engineer checked the instrument. Precision studies were performed and were within acceptable limits. The customer indicated there was fibrin in the sample when they visually inspected it. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 184 mmol/l, which repeated as 140 mmol/l. The sample initially resulted in a k value of 6.8 mmol/l, which repeated as 4.9 mmol/l. The sample initially resulted in a cl value of 127 mmol/l, which repeated as 104 mmol/l. The na electrode lot number was q80, the k electrode lot number was z99, and the cl electrode lot number was h86. The electrode expiration dates were requested, but not provided.